Event description:
It was reported, the patient experienced a loss of therapeutic effect. The patient experienced acute pain on their "right flank near their kidney." The patient went to the emergency room (ER) on (B)(6) 2012, and had a cat scan. While the in ER, it was discovered the patient had a 2 mm kidney stone. The patient visited his urologist and it was determined the pain was not from a kidney stone because, the patient was still experiencing pain in the same location. A urinary flow test was performed on (B)(6) 2012, but the results were not reported. The patient also began experiencing "numbness in his right front thigh down to his little toe." The pain began about a month ago. It was reported the patient's symptoms were getting progressively worse. The patient was also taking pain medications, tramado and trazodone; it was noted the pain medications were not helping. It was also reported at the patient's last reprogramming session the implanted neurostimulator (ins) was programmed to turn on at 8:30 am and automatically turn off at 12:30 am. It was noted this was programmed "a few years ago." It was later reported, the patient was still having concerns with their device or therapy but had not sought further help.

Manufacturer narrative:
Product ID, 39565-30 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type lead product ID, 37752 lot# serial# (B)(4), implanted: explanted: product type recharger product ID, 37743 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension product ID, 3708140 lot# serial# (B)(4), implanted: 2009 (B)(6), explanted: product type extension (B)(4).